Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that due to the patient's medical condition, the doctor gave the patient an external lumbar drainage and monitoring system and performed a lumbar cistern drainage operation on (B)(6) 2025. On (B)(6) 2025, when the nurse turned the patient over, they found the bed sheet was damp. After checking, they found that the distal end of the lumbar drainage tube near the drainage bag was broken. During this period, the patient did not kink back or pull when turning over, so the nurse reported it to the doctor, the doctor removed the lumbar external drainage and monitoring system and closely monitored the patient's vital signs and consciousness. It was noted that the patient's intracranial blood could not be drained in time, and the intracranial pressure increased, affecting the patient's treatment effect.